Event description:
It was reported that the patient underwent a procedure utilizing a titanium screw anchor on (B) (6)1010. The screw anchor was implanted into the glenoid bone, but upon removal, the suture and eyelet fractured from this screw, leaving the bulk of the anchor still implanted in the bone.

Event description:
Boston scientific (formerly guidant) received info that this patient developed a type ii endoleak that was identified and could not be resolved at the f/u facility. The patient was transferred to another hospital to repair the type ii endoleak, but an endoleak could not be found at this time. The patient was scheduled to have a translumbar aortogram, however, the patient refused treatment. The aneurysm continued to enlarge and the physician elected to explant a portion of the ancure endograft. The aortic cuff remained in the patient and a portion of the endograft's right limb was removed. A new endograft manufactured by another company was then implanted and used for secondary treatment of the ancure endograft in the right iliac artery. No add'l adverse pt effects were reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter was reading inaccurately high. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. The patient reported blood glucose results of "220 mg/dl" with a one touch ultramini meter and "120 mg/dl" on a whole-blood calibrated meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient also reported blood glucose results of "144 mg/dl" with the one touch ultramini meter and "108 mg/dl" on a whole-blood calibrated meter. The time difference between the two tests is not known. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=30% and/or <=30 mg/dl. At an unspecified time on (B)(6) 2010, the patient claimed that she had gotten an unspecified lfs meter reading of "180+" mg/dl. An hour after taking insulin based on the meter reading, the patient claimed that he developed symptoms of weakness and shakiness. The patient denied that he received any treatment because of the alleged issue. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.